Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by guiding the caller to reset the pump, and the malfunction code did not recur afterward. Customer was advised to continue using the pump and to report if the issue arises again.